Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that patient was at home and contacted the emergency number for the implanting center to report "random beeps" from his controller. The patient was told to come into the clinic. Upon review in the clinic it was noted that the patient had one alarm in the history which stated "power disconnected" at 2:50pm. The patient denies disconnecting both batteries. On visual inspection of the controller it was noted that power port connector #2 was very loose and that they were able to repeat the disconnect alarm with manipulation of the connector. An elective controller exchange was performed and it was stated that there were no effect on patient. No additional information available.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: age/date of birth, sex, weight, other relevant history, device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. Describe event or problem addl info received by site: patient reported that he heard five beeps from his hvad controller within two hours. Vad coordinator instructed the subject to come to clinic for evaluation. Subject's controller was exchanged by vad nurse. Old controller was returned to manufacturer for evaluation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The controller (con097976) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of power disconnect alarm was confirmed via review of the controller log files which revealed a power disconnect alarm on (B)(6) 2016 caused by a communication error. Further analysis also revealed occurrences of premature power switching events. These switching events could be related to the reported "beeps". The most likely root cause of the reported "beeps" can be attributed to momentary disconnections between the controller and batteries. The power switching events observed can be attributed to a combination of communication errors and momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation to evaluate communication errors between batteries and controllers. Analysis revealed that the device failed visual examination due to a loose power port one (1) connector found with a loose locknut. However, both power ports perform proper mating and lock actions when the power sources are connected. The manufacturer and supplier has opened an internal investigation to evaluate the loose power connectors in controllers.